Event description:
It was reported that during a lap cholecystectomy procedure, when firing across the cystic duct and the device would not close. The surgeon reported that there was too much force required to close the device. The device was removed from the patient and not fired. A covidien 45mm endo-gia was opened and was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Date sent: 8/1/2008. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and with a reload in the device. The reload was received fully loaded with staples. The returned device was found to be no functional. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. However, the returned cartridge was tested for functionality with a test device and it fired conforming. It is possible that the device was fired over a hard object or trough the lockout mechanism of the previous firing, causing the firing trigger teeth to break. It should be noted that at least a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.